Event description:
It was reported that the patient had revision on (B)(6) 2012 due to pain and inflammation in left hip.

Manufacturer narrative:
The patient is (B)(6). At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.